Event description:
The customer reported that the system exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system transformer was readjusted during service. The system was tested and found to be working as intended and put back into service.